Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) reported that a patient received juvéderm volift with lidocaine in the marionette line and lip border areas. Hcp reported that the patient later experienced a ¿lump¿ in the marionette area on the right side. Hcp treated with hyalase about 9 months after injection, and the lump got smaller. However, the hcp stated according to the patient the lump has reappeared.